Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Event description:
The customer reported diagnostic error carbon (co2) rebreathing risk. The field service engineer (fse) confirm the reported failure. The fse replaced the gas delivery system (gds) to resolve the issue. The unit was tested and it was returned to service. The device was not in use on a patient. No patient or user harm was reported.